Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/27/2015. The fse found that the tubing at quick disconnect qd287 was disconnected and was causing the leak. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the unicel dxh 600 cellular analysis system. The volume of the leak was about 50 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.